Event description:
It was reported that during a lap nephrectomy procedure, the surgeon had used the device for about five minutes. Then the staff in the case could smell something burning. The tissue pad appeared to have partially melted. The surgeon finished the case with a new device. There were no pt consequences.

Manufacturer narrative:
Date sent: 12/03/2008. Eval summary: the analysis results found that the device was returned with the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both condition may cause a system failure signaled by a continuous beep when either the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.